Manufacturer narrative:
(B)(4). Date of initial report: 05/23/2016. The return of the device has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the gauze is falling apart and the loose string is landing inside the body of the patient. Patient received no injury.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 23-may-2016. Date of follow-up report : 30-aug-2016. Evaluation summary: the device was returned for evaluation. The returned sample met specification. The investigation confirmed the product is linting. The product is made of 100% natural cotton and may produce lint. The cotton complies with usp type vii standards. The investigation found the root cause of the reported condition to be normal handling and use of the product.